Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the review of the black box data from the date of the complaint has been overwritten; therefore, investigation was unable to confirm or duplicate the original complaint. Available black box data and alarm history showed no evidence of an occlusion. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no ¿occlusion¿ alarms duplicated. A force calibration check passed indicating that the sensor was detecting correct applied load. Upon removal of the pump case, force sensor pins were properly seated and solder connections were intact. No evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a frequent/persistent occlusion issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained.